Event description:
During an atrial septal defect closure procedure, the defect was measured via balloon sizing, sizing plate and echo measurements and measured 19 mm. A 22 mm amplatzer septal occluder (aso) was chosen along with a 9f amplatzer torqvue 45 delivery system (dtv45). The aso was attempted to be correctly positioned several times without success as the 5mm anterior edge of the defect had floppy tissue and the aso was not able to be deployed in a stable position. The 22 mm aso was removed and a larger 26 mm aso was attempted through a larger 10f dtv45. The 26mm aso was also not able to be positioned and the procedure was aborted. There were no patient consequences reported; however, the procedure was delayed 40 minutes due to this event. Patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
The device was returned due to a positioning issue regarding the amplatzer torqvue delivery system. The results of this investigation confirmed the amplatzer torqvue delivery system was able to successfully hand-off and advance the returned amplatzer septal occluder. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.